Event description:
On 04/22/2009, a user facility reported to terumo cardiovascular systems that a leak was observed in a cardiopulmonary bypass circuit in the area where flexible pvc circuit tubing attaches to the centrifugal pump which propels pt blood through the extracorporeal circuit. The user facility reported that the event occurred prior to the pt being on bypass surgery - as the event was noticed during the priming of the circuit. (Often, priming of the circuit is accomplished prior to the pt being brought in to the operating room). The user facility reported that after priming the circuit, the leak was detected and that they took necessary precautions to ensure a secure connection.

Manufacturer narrative:
The event reported herein is submitted primarily because the event involved a device (centrifugal pump) that is identified by FDA as a life-sustaining device. However, the reported event occurred prior to any pt involvement (the event occurred during set-up and priming of the bypass circuit prior to pt being brought into the operating room) and at no time was the pt or the user at risk of injury. Further, the reported complaint was not confirmed as the suspect unit was not returned to terumo so that a detailed investigation could be performed.